Event description:
It was reported that patient is experiencing pain after surgery on a right hip.

Manufacturer narrative:
An event regarding pain was reported. The event was confirmed. Method & results: no items associated with the event were returned or made available for evaluation. A review by a clinical consultant noted: x-rays confirm an adequate size and position of the accolade stem but the psl cup has an extreme degree of inclination around 73° where 40° - 45° would be the target for optimal position anteversion appears to be closer to the normal range although also on the higher side. No implants were returned for investigation. Given the cup malposition plus the lateral approach, these would be two very relevant potential causes for the patient¿s pain, the first more probable than the second option, although as discussed, the information within even the 92-pages of patient records is not detailed enough to draw any valid conclusion about the failure mode. From the clinical perspective however and given the x-ray findings we can be pretty sure that no device-related factors are present. Pain complaints are virtually always related to either component malposition, surgical approach related soft tissue problems or non-arthroplasty related soft tissue problems with muscle atrophy and similar. This case seems no exception to this although the information is not detailed enough to prove this with adequate certainty. This pi case is most probably caused by an adverse mix of patient-related and procedure related factors. Review of the device history records indicates all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for the reported lot. Conclusions: a review of the medical records by a clinical consultant confirmed the securfit shell was malpositioned. Given the cup malposition plus the lateral approach, these would be two very relevant potential causes for the patient¿s pain. The review concluded that pain complaints are virtually always related to either component malposition, surgical approach related soft tissue problems or non-arthroplasty related soft tissue problems with muscle atrophy and similar. This case seems no exception to this although the information is not detailed enough to prove this with adequate certainty. This pi case is most probably caused by an adverse mix of patient-related and procedure related factors. No further investigation for this event is possible at this time as the devices were not returned for evaluation and insufficient information was provided for determine the exact cause of failure. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Remains implanted.